Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended a data download and the caller stated that transtelephonic monitoring (ttm) will occur in three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight months ago this device showed a remaining longevity of 3.5 years and today is showing one year of remaining longevity. No adverse patient effects were reported.